Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that  they have only used their therapy maybe once or twice after implant. Pt stated that they were never shown how to use the equipment and that they reached out to their healthcare provider (hcp) shortly after implant regarding how to use the external equipment and their hcp told them "to read the book". Pt stated that they stopped using their therapy and never attempted to use therapy again shortly after implant. Pt reported that about 4 years ago (pt was unsure if it was in 2017 or 2018) they had another foot surgery and at that time a manufacturing representative (rep) attempted to jump start the pt's implant. Pt stated that the rep was unable to jump start their implant and told the pt that their implant battery has been depleted for so long that they would need to have their implant replaced entirely. Pt stated that they never got the implant removed or replaced. Recommended pt reach out to their hcp to discuss MRI eligibility. No symptoms were reported.